Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three shocks. Additional information was obtained from the field representative indicating that the shock delivered was for atrial tachycardia and ventricular tachycardia (vt). The physician had made some programming changes. Further information was received that recently the patient had received multiple shocks for rapid atrial fibrillation (af) and the physician had noted that it indicated af except the rhythm match seems to be not working. The technical services then reviewed the data and explained the event. To date, this crt-d remains in service. No adverse patient effects were reported.